Manufacturer narrative:
Date received by manufacturer: 18dec2019. Report date: 19dec2019. The service technician replaced both the power switch overlay and keypad overlay to address the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Manufacture date: 29nov2019. Report date: 04dec2019. The manufacturer¿s international service technician evaluated the ventilator and confirmed that the battery, charging, in use and screen lock leds (light emitting diode) were not illuminated. The service technician replaced the power switch overlay and the problem was resolved. The ventilator successfully passed performance specification testing after the repair was completed. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 02dec2019.

Event description:
It was reported that the ventilator's power on, battery, battery charging, in use and screen locked leds (light emitting diode) failed. There was no patient involvement.